Manufacturer narrative:
Stryker observed the error code in the service log but could not duplicate the code. The error code was cleared and did not return. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was displaying an error code. This error code is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.